Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that therapy was delivered, while a magnet was placed over the device. The ER staff were trying to rescue the patient when he coded. The magnet was held over the device, while the staff attempted to revive the patient using compressions. No further information available.